Manufacturer narrative:
(B)(4). A visual and microscopic examination of the returned device revealed that the stent was damaged and moved on the balloon. On the proximal end of the stent, the struts were misaligned. The stent had moved distally on the balloon and the distal edge was 2mm distal to the distal markerband. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen without resistance. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties occurred. Access was obtained through the radial artery. The 60% stenosed, de novo, fibrotic target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion was predilated with a 3.0x30mm apex balloon. Next, a 3.0x28mm taxus liberte stent delivery system (sds) was advanced but would not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, analysis of the complaint device revealed that the stent moved on the balloon and was damaged.